Manufacturer narrative:
The returned device was evaluated and the complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Manufacturer narrative:
The device has been returned/received ad is pending an investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports while charging their controller for 2 hours they had noticed a smell for the controller. The patient reports during charging both the controller and the the charging cable had melted. In addition the patient reports using a off label cable adapter in which had melted.